Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated during a scheduled follow-up appointment. Premature battery depletion (pbd) was suspected. The physician has decided to schedule an explant of this s-ICD and replace with a transvenous device. No adverse patient effects were reported. Evidence suggests that this s-ICD remains in service.